Event description:
Pt was in or for removal of foreign body, intravenous catheter and removal of port. Dr. Was able to remove a portion of catheter located in the right pulmonary artery. Dr. Removed port size and both pieces were given for documentation. The port was explanted due to the device coming loose.